Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that she had given a bolus to herself the night before the event but woke up in the middle of the night vomiting and weak, with a blood glucose reading of 525 mg/dl. The customer stated that she delivered insulin through the insulin pump. The customer also stated that she was using a model mmt-396 quick-set infusion set. Troubleshooting was performed and the insulin pump passed both the fixed prime and high pressure tests. Nothing further was reported.